Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to fields (h3 and h4). The device was evaluated by olympus, and confirmed user complaint of error 85. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code 85 occurred due to a faulty power supply. Although the observed device defect is a non-reportable malfunction, the component failure likely caused and/or contributed to the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the powered laser surgical instrument had an error code 85 that prevented it from functioning. The event resulted in the cancellation of a therapeutic ureteroscopy procedure in which the patient had a stone and they decided to cancel due to the laser not being functional. Additional information from the customer was received indicating that the patient was under general anesthesia at the time of cancellation. The procedure was then rescheduled, which required the patient to undergo general anesthesia again. The patient was reported to be alive and well. There was no further reported patient impact.